Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found the tubing of the differential mixing chamber (mc240) was disconnected. The fse reattached the tubing, which repaired the leak and the latron errors. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a bluish leak from the unicel dxh 800 coulter cellular analysis system. The instrument was generating latron errors when the leak was noticed. The volume of the leak was about 3 ml and was not contained within the instrument. The fse was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous results were not generated. There was no change in patient treatment.